Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached the end of service. It is unknown if it prematurely depleted. As a result, surgery may occur in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.